Event description:
While placing a ivc filter the filter did not deploy properly. Instead of trying to redeploy we used a new filter. Patient was not hurt and no adverse reactions was caused. FDA safety report ID # (B)(4).